Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was unknown. The customer stated that the insulin pump turned black with reason. The customer stated that after inserting new battery the message battery low was displayed and reservoir was also displayed as empty. Customer was advised to clean the battery contact with alcohol wipe and insert a new aa battery, display return. Customer also received power loss alarm. The alarm happened during normal use. The customer was that we are sending replacement pump. The customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump properly recorded all expected alarms during testing in the alarm history screen. No history anomaly noted. The insulin pump powered up properly after battery insertion. No unexpected low battery alarm or power loss alarm noted after battery insertion. The power management parameters graph has confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected black screen or blank display noted during our testing. No unexpected low battery alarm or power loss alarm noted during testing or in the download history file. The insulin pump was programmed and monitored for two days, no unexpected black screen, blank display, low battery alarm or power loss alarm noted. The insulin pump was received with minor scratched display window, scratched case, cracked case at the battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button. The insulin pump had a scratched case, fading serial number label and a pillowing keypad overlay.